Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid to distal right coronary artery with moderate tortuosity, heavy calcification and 100% stenosis, a 1.2x6 rx tenku dilatation catheter was advanced, resistance was felt crossing the chronic total occlusion and the balloon was inflated; however, the balloon ruptured on the first inflation at 14 atmospheres. The 1.2x6 rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. A non-abbott balloon was used and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The tenku dilatation catheter is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The /PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.